Manufacturer narrative:
The initial reported event of oversensing and high impedance was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so the supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and oversensing on the rv lead. The rv lead was fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.